Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation (afib) with a smart touch bi-directional catheter. After soundmerge was performed, there was a discrepancy between the image of the catheter location versus the actual catheter location. When the location information was reconciled, the ¿acquire¿ button became grayed-out and an error message displayed. The physician continued the procedure without changing catheters or cables, as the physician determined the issue would not affect the procedure. These issues were assessed as not reportable. At the end of the ablation phase, the patient became hypotensive, oxygen saturation decreased and a cardiac tamponade was confirmed through echocardiography. A pericardiocentesis was performed and yielded an unknown amount of fluid. The patient fully recovered with no residual effects. There is no information about the hospitalization. A transseptal puncture was performed with an unknown needle. The information for the sheath used was also unknown. Before the adverse event occurred, there was a black colored area, which looked like an effusion outside of the left ventricle on the ultrasound image, but the physician believed it might be fat considering the patient condition. The physician did not provide a causality opinion for the cause of this adverse event. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.